Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose reaching 265 mg/dl for approximately 3 to 4 hours while using the ilet system with a contact detach infusion set, and the user expressed dissatisfaction with glycemic variability and intent to return the device; a full set change was performed by the user, and no alerts or alarms were reported. Symptoms included elevated blood glucose without reported ketones, steroid use, or need for professional medical intervention. Outcomes included no hospitalization, no emergency care, and no use of backup therapy. Investigation included customer interview and request for additional information. Investigation of this case revealed that the cause of the hyperglycemia was not determined. It was concluded that the event was user-reported hyperglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.